Manufacturer narrative:
Product was received for eval on 8/10/06. Inspection of the device confirmed that the handpiece was overheating. A faulty handle assembly was determined to be the cause of the reported incident. The handle assembly was replaced and the device was returned to the user facility. A review of the complaint system confirmed this to be the first reported incident of this nature for this device this year. We will continue to monitor future complaints of this nature.

Event description:
Selector hand piece returned for service due to overheating and melting flues. Customer tried using a different tip, however the hand piece still overheated.